Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that they are having high blood glucose. Customer also states that the insulin pump has a crack on it. The blood glucose reading is over 400 mg/dl. The insulin pump will be replaced. Nothing further reported.